Event description:
Adverse event(s): "had to abort procedure at 62%" (no code available). Product problem(s): "warning" (output energy incorrect). A tech reported during surgery, a warning was received. The surgery had to be aborted at 62%. The system was restarted and the remaining 38% of the treatment was completed. Additional info- on the pt's post op visit, the ucva was 20/20. No pt injury was reported.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the problems reported. Multiple ablation tests were performed, the footswitch was slowly released during firing of laser to try and create a shutter error, and performed multiple energy checks and test surgeries, but was unable to reproduce the error. The system was then tested and met all product specifications. The company rep noted that the site was not performing energy checks between pts. It was recommended that the site perform additional energy checks and on f/u, the site reported the increased checks were improving the energy consistency. The root cause cannot be determined in this investigation. (B) (4). (B) (4). (B) (4).